Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced sample tube (part number mu851900), level sense board (part number mu796006) and sample transfer assembly (part number c02938) to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported erroneous low patient results on multiple chemistries (magnesium, digoxin, blood urea nitrogen, glucose, alanine aminotransferase, and total protein cerebral spinal fluid) were generated on the au680 clinical chemistry analyzer. The results were not released from the laboratory. There was no change in patient treatment in association with this event.